Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer has to be replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic, however, analysis has not been completed at the time of filing. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the ear, nose & throat (ent) software displayed an error code that the hard drive could not be written on when attempting to load patient exams via a cd. Uninstalling and re-installing the software did not restore functionality. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer starts and runs the programs normally. If information is provided in the future, a supplemental report will be issued.